Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the department declares that for a cesarean section, an indwelling urinary catheter was inserted without incident on saturday (B)(6) 2020 in the delivery room. The cesarean section took place properly in the operating room on the night of saturday (B)(6) 2020 to sunday (B)(6) 2020 then the patient was admitted to the recovery room for a period of approximately 2 hours. During this stay in the recovery room, the withdrawal of the catheter was attempted, without success, by both the nurses and the doctor. The balloon did not deflate despite several attempts using the syringe. It was decided to take the patient to her room around 3 a.m. After a call for advice from the recovery room of the block, it was decided to contact the urology team on sunday, (B)(6) 2020 in the morning. An ultrasound was performed, showing the balloon inflated and properly placed in the bladder. They then attempted to cut the catheter with a probe, under ultrasound control which again was unsuccessful. It was then decided to perform a cystoscopy on monday, (B)(6) 2020 in the morning at the urology department in order to deflate the balloon under video control. This service (urology) reports that the catheter was first cut flush, then was pushed back towards the bladder with the cystoscope; the balloon was still inflated. Finally, they used a needle usually used for botox injections which made it possible to pierce the balloon. Once the catheter was removed, the balloon was torn (but it was indeed "intact" before being pierced). The person in the urology department has never seen this type of incident with a foley catheter. She said that the tests carried out in the patient's room on sunday august 9 were carried out over a period of 4 hours. This person also specified that a check of the integrity of the bladder was carried out during the cystoscopy, in particular because of the cesarean section. The patient's bladder was without abnormality. The patient did not have anesthesia regarding the removal of the foley catheter.